Event description:
Subsequent to the initially filed report, the following information was received: analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the prostyle device. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty removing the device and subsequent treatment appear to be related to an observed cuff miss/ suture retrieval issue due to procedure circumstance. The observed suture retrieval issue likely contributed to the suture getting tangled in the foot and subsequently contributing to the reported difficulty removing the device from the anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a prostyle device after an interventional coil embolization procedure with a 7f sheath. Reportedly the suture became tangled [caught] when the device was removed; intervention was not required to remove the device from the patient. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.